Event description:
Rn was suctioning patient. After doing so, he noticed the sleeve that the suction catheter is within was filling up with air. A therapist came in to determine why this was happening and noticed the catheter was still within the et tube lumen, with approximately 3-4 inches of catheter still visible in the protective sleeve. Therapist worked the catheter out of the et tube; this took approximately 15 seconds. The catheter had become detached from the suction actuator device. A new trach care kit was acquired and exchanged for the defective one. Spo2's saturation of peripheral oxygen did not drop during this incident.======================manufacturer response for closed suction system, kimvent (per site reporter)======================manufacturer provided rga# return goods authorization number for product return evaluation.